Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer declined to load a new cartridge while speaking with tandem technical support and stated they would contact us again if issues persisted or arose. Customer's blood glucose was 134 mg/dl.